Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system displayed an error message geo movement partially unavailable. No further information regarding the issue has been provided. No service has been performed by philips as customer did not respond back. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movements were partially unavailable. No harm was reported.